Manufacturer narrative:
Further evaluation of the device determined the following: control defective, engine overheated, hose pipe torn at hand piece and grub screw loose, 1 holding pin defective, temperature 119 degrees f after 3'30." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring. It was further determined that the device failed pretest for the following assessments: loctite and cable, motor thermistor and handpiece temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.